Manufacturer narrative:
The subject device was returned to olympus medical systems corp for evaluation. In the evaluation, it was confirmed that there was a wrinkle on the bending section rubber of the subject device but there was no irregularity in the other parts. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If the significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed that during a transnasal endoscopy, the distal tip of the subject device got stuck within the narrow site of the nasal cavity of the patient and the patient had a large amount of nasal bleeding. Although the facility immediately tried to treat it with astriction, the bleeding did not stop. The facility transferred the patient to another facility for treating of the bleeding. The facility reported that the patient's nasal cavity was narrower than usual and they managed to be able to insert the subject device through the nasal cavity into the pharynx. However, the patient complained of strong pain during the procedure and asked them to finish the procedure. The facility canceled the procedure and the stuck occurred when withdrawing of the subject device from the patient. The patient's condition is unknown.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".